Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted into the station and confirmed the drawer adaptor was connected. Resetting the application did not resolve the issue, so the monitor was rebooted for testing. After reboot, the drawer adaptor appeared but nothing showed in the tester. The issue was ultimately resolved following the reboot, and the device functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.